Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on an unknown date, head slippage occurred while using an a3059 mayfield composite series skull clamp during an unspecified procedure. Additional information received on (B)(6) 2018 indicating that the patient's head was on the skull clamp and when a rod was placed as part of the scheduled surgery, it was discovered that there was a slight slip of the posterior mayfield pin which resulted in a small scalp laceration. The surgeon broke scrub, cleansed the area, and staples were applied. The clamp was repositioned, the surgeon scrubbed back in and the surgery was completed. The patient recovered after the scheduled procedure.

Manufacturer narrative:
Additional information was received on 16apr2018 in the form of a medwatch with uf/importer report number: (B)(4): an elderly patient presented to the emergency department via emergency medical services (ems) from an outside hospital with headache and altered mental status. The patient was intubated on transfer to the reporting facility. The patient's wife reported that the patient experienced a sudden onset headache at home. They were preparing to go to the local emergency department when the symptoms become so severe that the patient asked for an ambulance. The patient had a history of hypertension on no medication. A computed tomography (CT) scan was performed and the patient was found to have cerebellar intraparenchymal hemorrhage (iph) with intraventricular hemorrhage (ivh) and hydrocephalus. The following day in (B)(6) 2018, the patient underwent suboccipital craniectomy, expansile duraplasty with hematoma evacuation. The patient's head was placed in a mayfield skull clamp in locked position. The patient was turned from supine to prone. The clamping mechanism was not working appropriately and a slight slip of the mayfield pin resulting in a small scalp laceration (2cm). This was irrigated thoroughly and stapled to approximate the scalp without further issues. The procedure was completed and the patient remains critically ill in the hospital. The mayfield had been applied correctly. The surgeon reported the rocker pin arm was locked but the rocker had loosened after positioning the patient from supine to prone. It remained loose after trying to reapply the same clamp. The small laceration was then cleaned and stapled. No adverse sequela was noted. The defective clamp was removed from service and manufacturer was notified. The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. No issues observed. When unit is properly positioned and put under pressure unit would not have slipped. The device history record review showed no abnormalities related to reported incident. There were no any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint reported cannot be confirmed. Device met all functional testing requirements. Root cause for head slippage is unknown.